Event description:
A report was received that the patient underwent an explant procedure due to the ipg not holding its charge. The physician replaced the ipg with a new one and the patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance, operational and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Battery profile revealed a depletion rate of 10mv per day, with stimulation switched off, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient underwent an explant procedure due to the ipg not holding its charge. The physician replaced the ipg with a new one and the patient is reportedly doing well.